Manufacturer narrative:
Device remains implanted in patient. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 8 months post implant, a 23 mm bioprosthetic aortic valve was replaced valve-in-valve with a 26 mm transcatheter aortic valve. The reason for replacement was reported as severe aortic insufficiency. No additional adverse patient effects were reported.